Event description:
The facility's pharmacist reported that the pump overinfused during patient use. The pump was programmed to infuse an unknown size bag of dobutamine with a concentration of 0.781 mg/ml over 8 hours. The infusion was reported to be complete in 2 hours. The pharmacist stated that the patient was a home care patient and that a home health nurse set-up the infusion and connected the patient. The patient reportedly experienced uncontrollable vomiting and paramedics were called by the patient's family. The patient was taken to the emergency room and were "treated and released." No adverse outcome resulted.